Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure a bwi product analysis lab identified a hole in the pebax. During the procedure, while ablating with the qdot micro¿ catheter, the carto¿ 3 system displayed error 105, map: catheter sensor error. The cable was replaced without resolution. The qdot micro¿ catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed a hole and reddish material inside the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31614953l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the magnetic sensor error reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).